Event description:
It was reported by service report that the head section/breakaway section will not lock in the upright position. There was patient involvement, however, it is unknown if there were adverse consequences.